Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the recommended size delivery system for use with a 24mm amplatzer septal occluder is a 9f delivery system. Information from the field indicated a 10f delivery system was used to deploy the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was selected for an implant using a 10f amplatzer torqvue delivery system(itv). Cobra deformation was noted while deploying the occluder and was attempted to be replaced with a 24mm amplatzer septal occluder, however the same issue occurred. Both devices were removed from the patient prior to release from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation or kink noticed in the delivery system. It is unknown if there was a replacement device implanted. The patient remain hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.